Manufacturer narrative:
The investigation for the reported introducer damage has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the introducer damage issue was patient condition related to aortic tortuosity.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During introducer insertion, it was reported that the distal tip of long impella sheath had become kinked from aortic tortuosity/spinal stenosis surgery. Impella would not pass kink. The sheath was exchanged for short sheath and long 7fr destination was used for guide support. Impella was successfully implanted and there was no reported patient harm. The patient was successfully weaned and explanted.